Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unreliable/intermittent capture and fluctuating/variable thresholds. Follow up was completed with the field representative. It was verified that no reprogramming had been completed and the lead remains in use. No patient complications have been reported as a result of this event.